Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, ac adaptor is loose and intermittent. Replacing ac/back panel assembly resolved charging issue. Therefore, the equipped square without the power supply board sent back to brézins for further investigation. Following visual inspection, cross-tests were performed. The assembled bracket was installed in a test device. The device was connected to the main without issue. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: customer reported: after plugging the device in, it shows the ac being plugged in and then clicks and the light goes out and you really need to hold the cord pushed in for it to charge. Customer tried different cords and the same thing. Sn (B)(6). Additional information: the ac port was inoperative and has been replaced. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.